Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that during a device check, this device was found to be at end of life (eol) battery status. The pacing mode had reverted to vvi with a lower rate limit of 50 bpm. Premature battery depletion was suspected as the remaining longevity was two years at the previous device check in august 2023. Device data was submitted to technical services for evaluation; however, before the analysis was completed it was reported that the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. Engineering analysis found the battery depleted normally; however, the device reached eol due to low voltage measurements likely due to high battery impedance. The device did store a power on reset (por) fault but did not revert to safety mode operation.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a device check, this device was found to be at end of life (eol) battery status. The pacing mode had reverted to vvi with a lower rate limit of 50 bpm. Premature battery depletion was suspected as the remaining longevity was two years at the previous device check in august 2023. Device data was submitted to technical services for evaluation; however, before the analysis was completed it was reported that the device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. Engineering analysis found the battery depleted normally; however, the device reached eol due to low voltage measurements likely due to high battery impedance. The device did store a power on reset (por) fault but did not revert to safety mode operation.